Event description:
While installing the main track on the glp track end, the technical service support (tss) representative was injured. The track cover fell and the tss tried to catch the cover, which resulted in him cutting his hand. He had to go to the emergency room where he received stitches. The medical provider prescribed antibiotics, but he was already taking antibiotics before the incident, so he does not have to take extra antibiotics for this injury. No additional impact to the tss was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone complete entry = (B)(6). This report is being filed on an international product, glp track end, list number 06q42-01, which has a same/similar component of the modular glp track system registered in the us, list number 04z96-51.

Manufacturer narrative:
The representative stated that during installation of the glp track end (list number 06q42-01), serial (B)(6), a track metal plate (cover) fell. The representative tried catching the plate, and in doing so, received a cut to their hand. Medical attention was provided, and the hand needed to be stitched. The medical provider prescribed antibiotics but the abbott representative was already taking antibiotics, so no further medication was given. No additional incidents occurred. Ticket trending review did not identify any trends for the current issue. Labeling was reviewed and provides adequate warnings and recommendations regarding safety when performing installation to the glp systems track. Based on the investigation, no systemic issue or product deficiency was identified for the glp track end, list number 06q42-01, serial (B)(6) as the device did meet performance specifications and performed as intended at the customer site.

Event description:
While installing the main track on the glp track end, the technical service support (tss) representative was injured. The track cover fell and the tss tried to catch the cover, which resulted in him cutting his hand. He had to go to the emergency room where he received stitches. The medical provider prescribed antibiotics, but he was already taking antibiotics before the incident, so he does not have to take extra antibiotics for this injury. No additional impact to the tss was reported.